Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error alarms noted during testing however, the downloaded history files confirmed software error detected alarm, alarms due to a hardware error, fault isolated to the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had a software error detected alarm. The customer's blood glucose level was unknown. The customer reported that they were able to successfully clear the alarm and rewind the insulin pump. The customer stated that the insulin pump passed the self test. The insulin pump will be returned for analysis.